Manufacturer narrative:
At this time, no additional info is available. Once any additional info does become available, this report will be updated.

Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) presented with episodes recorded due to t-wave oversensing and noise. One episodes resulted in the delivery of an inappropriate shock. Therapy was temporarily turned off and the pt was hospitalized for further testing. Exercise testing was performed and new rate zones and the sensing configuration were reprogrammed. The pt was discharged. Info was later reported by the field rep that the myopotential oversensing was still occurring. Data was sent to boston scientific technical services (ts) for further eval. The ts consultant discussed that the impedance trend is very stable and confirmed that the observed noise on the two captured surface electrocardiograms appear to be myopotential in origin. The noise was also been on both the primary and alternate vector, but each time, the device identified the noise correctly and did not deliver inappropriate therapy. It was also noted that no issues with the associated electrode were suspected. Several months later, the pt presented to the outpatient clinic after losing consciousness and receiving a shock. Interrogation of the s-ICD showed that there was myopotential noise that was oversensed and resulted in the delivery of an inappropriate shock. The shock then induced a ventricular fibrillation (vf) that was sensed appropriately and another shock was delivered which terminated the arrhythmia. Testing noted that the myopotentials could be reproduced by pt movements. As a result, the s-ICD was programmed off and the system will be explanted and replaced with a transvenous system at a later date. No additional adverse pt effects were reported.